Manufacturer narrative:
The device history record (DHR) review confirmed the device met all material, assembly, and performance specifications. Analysis of the device revealed the main coil had broken off from the delivery wire. In addition, the main coil was kinked/bent. Due to the condition of the device, a functional test could not be performed. Information available indicated the main coil and delivery wire were confirmed to be in good condition prior to use. Per direction for use (dfu), it is recommended that in order to achieve optimal performance, continuous infusion of appropriate flush solution be maintained, however, information available indicated that the flush was intermittent and not continuous. Based on the information currently available, it is probable that insufficient flush may have contributed to the damages found on the coils during analysis, therefore, an assignable cause of user error will be assigned to this investigation.

Event description:
On inspection of the main coil junction the main coil was noted to be broken/fractured. There was no reported clinical consequences to the patient.